Event description:
The reporter called and alleged discrepant results when compared to a lab. The reported device result was >8.0 and 4.5 inr. The corresponding lab result reported was 3.43 and 2.81 inr.